Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time. This event was previously reported via asr on 22aug2018; this report is intended to be a follow up report to submit additional information that has been received.

Event description:
Add'l info rec'd - between 8/17/2016-10/16/2017: mesh exposure 1cm, mesh exposure anterior vaginal wall, uti, pain, urinary leakage at night, stress incontinence-urethral bulking. According to the available information, the patient's legal representative stated severe pain with daily activities and intercourse, recurrent urinary tract infections, reoccurring stress incontinence, and mesh exposure. Aris was implanted on (B)(6) 2014 and was excised on (B)(6) 2016. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.